Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer rep stated the stimulation turns off without them turning off issue has been resolved. Patient didn't provide the weight.

Manufacturer narrative:
Continuation of d10: product ID: 97745. Serial# (B)(6) and product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller stated they saw the patient on wednesday and noticed the controller screen was cracked and the casing around the gray button on the top was cracked as well. Caller added that the controller also made a rattle when shaken. Caller noted the patient thinks the broken controller caused their stimulation to turn off without them turning it off, but caller was not relating that to the controller. The issue was not resolved. An email was sent to the repair department to replace the controller.